Event description:
Stapler partially fired the reload. No patient harm, new stapler opened. Incident was reported directly to the ethicon account representative. Defective product was returned. Manufacturer response for surgery stapler, echelon (per site reporter). A no charge replacement will be provided upon receipt of the defective product, which was returned.